Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact, and the pull wire was in its original position on the distal tip of the pusher assembly. If the pod coil is manipulated against resistance, the pusher assembly may elongate beyond the reach of the pull wire and the embolization coil may detach from the pusher assembly. Further evaluation of the device revealed an ovalization on the introducer sheath and the introducer sheath was loaded backward onto the pusher assembly. If the introducer sheath is manipulated at angles while inserted inside an rhv, damage such as an ovalization may occur. This damage likely contributed to resistance and the embolization coil detachment. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the left pudendal vein using pod coils, a non-penumbra microcatheter, a non-penumbra glide catheter, and a guidewire. During the procedure, while advancing a pod coil through the microcatheter, the pod coil unintentionally detached partially in the microcatheter and partially in the patient''s vessel. Therefore, the physician removed the glide catheter, the microcatheter, and the pod coil from the patient. The procedure was completed using a new pod coil, a new non-penumbra microcatheter, and the same glide catheter. There was no report of an adverse effect to the patient.